Event description:
After a routine hemodialysis treatment, at the beginning or rinsing back the patient's blood on arterial, air alarm occurred. The operator was unsure of what steps to take and decided to terminate the treatment without completing the rinseback resulting in a 210cc blood losss. No medical intervention was required.

Manufacturer narrative:
Nxstage tech support was contacted after the treatment had been discontinued. It was determined that the arterial air alarms occurred because the operator forgot to open the clamp on the arterial line after reconfiguring the patient lines for rinseback. Device labeling includes appropriate instructions for performing rinseback. There is no evidence of a device failure. The cycler alarmed appropriately. Reported patient blood loss has been attributed to user error. A direct correlation between the nxstage system one and the blood loss event cannot be established. The event has been reviewed with facility staff. The patient's name is not included in this report to ensure patient's privacy. Nxstage medical considers this report closed. No additional information will be provided.